Event description:
Additional information was received that a revision procedure was performed. The device was electively explanted. The rv lead was explanted due to observations of increased pacing impedance measurements greater than 2,000 ohms, oversensing with no report of pacing inhibition, increased pacing threshold measurements and noise reproduced during isometric exercises. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the severed lead was returned with calcification encompassing the entire tip area including the helix. It appeared that the calcification built up on the lead tip created a non-conductive barrier between the lead helix and the patient's heart tissue. This was likely the root cause of the high impedance and possibly the other clinical observations. Prior testing has shown that as the calcified material is removed, the impedance drops.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead were exhibiting high pacing impedance measurements near 3,000 ohms. The physician requested advice from boston scientific technical services who indicated if all other measurements were stable and the physician did not want to open up the pocket, they could continue to monitor. To date, there have been no adverse patient effects reported.